Manufacturer narrative:
(B)(4): information was not provided. Batch number the port was returned in the locked position with hooks deployed. Needle scratches were observed on the actuator ring and the port body. Sixteen punctures were observed on the septum. The locking connector was connected correctly. The port mechanism was full of tissues debris. The analysis identified that the 2 cm catheter was returned with a puncture at 1.5cm from the port body connection base. It can be tentatively be concluded that leakage on the tubing might be the result at a improper adjustment technique. (E.g. Needle puncture) a manufacturing issue is unlikely to contribute to this issue as all devices are 100% visually inspected, and 100% leak tested prior to distribution. A review of the instruction for use (IFU) was performed with regard to band tubing leakage. It was noted that damage to tubing during band adjustments may occur if the huber needles are introduced without identification of port placement via palpation or fluoroscopy. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that post-implant of a realize gastric band, during a routine fill under fluoroscopy, the patient's port tubing was still attached, but the tubing near the port connection was leaking. The port was replaced on (B)(6), 2011. It is unknown if the tubing was trimmed. There was no adverse consequence to the patient.